Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report from the patient, which stated that the patient had an emergency procedure in (B)(6), and that the x-pedion wire used broke off during case and was left inside the patient.